Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states joystick will not shut off. MDR filed.

Manufacturer narrative:
The serial number given has not been able to be verified, (B)(4).